Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the silicone/plastic membrane retrieved: yes; is the silicone/plastic membrane being sent back for analysis with the device: yes, it will be sent; or was the silicone/plastic membrane discarded: no.

Event description:
It was reported that during a bariatric procedure, when the stapler was inserted through the trocar a silicone or plastic membrane dropped within the cavity. This membrane is part of the trocar. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # = m9304j. The analysis results found that the b12lt device was received along with a cb12lt device. In addition, a protector was received in a plastic bag. During visual examination, the cb12lt device was inspected and no missing pieces were observed from the universal seal; the b12lt device was inspected and it was confirmed that one protector from the universal seal was separated. The returned protector was inspected and no anomalies were found on it, which suggest that was improperly assembled during manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: upon visual inspection of the pictures, what appears to be a piece of the seal system is shown at a back table. The second picture shows what appear to be a universal seal.